Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms, unexpected no delivery alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The husband reported via phone call that the customer was hospitalized on (B)(6) 2015 for an infection. The caller stated the customer's blood glucose was over 300 mg/dl at the time of admission. The caller stated the customer had a site infection, resulting in an abscess that had to be removed. The customer was hospitalized for five weeks as a result. The customer wore the insulin pump throughout the hospitalization. The husband also reported a motor error alarm on the insulin pump. It was also found the customer did not receive a low reservoir when insulin was low on the insulin pump. The customer's blood glucose was over 500 mg/dl during this incident. The husband agreed to return the insulin pump for analysis.